Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised using otc icy hot for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.